Event description:
Boston scientific received information that this right ventricular (rv) lead displayed noise and pacing inhibition for an unknown amount of time.. As a result the physician capped the lead and replaced it with a new lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated should further information be provided.